Event description:
Livanova deutschland received a report that a heater-cooler system 3t caused a short circuit. In detail, the breaker of the specific socket where the 3t system was plugged in tripped. The issue occurred when the machine was in service. There was no patient injury.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in glasgow, united kingdom. A livanova field service representative was dispatched to the facility to inspect the device: the plug wiring looked fine but device was failing insulation test at 0.01 mohm. The issue was most likely caused by the presence of a hole in the internal coil allowing water to reach the cooling circuit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported, neither concerning trend has been identified. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was designed to change the design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil, but there is no evidence that the upgrade was installed on current device, therefore the issue may be related both to corrosion and erosion over time. No specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.